Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications.

Event description:
The user facility reported that a novasure endometrial ablation procedure was performed successfully. When the device was removed from the patient, the physician opened the array and "found portions of the device array missing." The physician observed the cavity of the uterus via a hysteroscope and found "small pieces of the array sitting on the cavity wall". These fragments were removed with a polyp forceps and the physician visually confirmed that no pieces remained behind. The patient was reported to be "fine" and was sent home the same day.